Event description:
The pt received two scs leads with the same lot number. It was reported during the pt's lead revision procedure (reference MFR report: 16927487-2013-11339), the ipg pocket site was revised due to discomfort. The pt experienced no discomfort post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.